Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When placing the ring of 58 does not fit to be larger than the circumference, a ring of 56 is placed but on impact the polyethylene is not fixed, neither with 56 polyethylene, it is cut 5mm each side of the ring of 58 and is placed hitting 58 polyethene and being, now, well fixed.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.